Event description:
A nurse reported that a system message displayed and the system locked during surgery. The system was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
A sample has not been returned for investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A root cause has not been identified. (B)(4).